Event description:
Patient was revised to address pain and metallosis. A large pseudotumor was found intraoperatively.

Manufacturer narrative:
Patient was revised to address pain and metallosis. A large pseudotumor was found intraoperatively. Doi: (B)(6) 2007 dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/01/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report a pseudotumor, metal debris at trunnion.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/9/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal debris, and pseudotumor. There was no mention of metallosis. Lab values provided for the metal ions are below 7ppb. During the primary operation, it was noted the patient had 600-700mls of blood loss. There was no mention if this amount was abnormal blood loss for this patient. A correct dor was provided. Part/lot is being updated for the stem. The complaint was updated on:11/19/2015.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.